Event description:
It was reported that prior to starting a da vinci si surgical procedure the pk dissecting forceps instrument was reporting having broken cables. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint wire found to be snapped is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Also conductor wire is broken. One conductor wire is broken at the yaw pulley exit. Wire is detached from its connection at the grip. Electrical continuity failed. Yaw pulley shows no signs of arcing. Additionally engineering observed scratches on main tube. Distal end of main tube has various scratch marks with light material removal. Suggesting the damage may have been caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: proper care and handling is essential for satisfactory performance of surgical instruments and accessories. Examine the instrument or accessory - including all of its components - thoroughly before and after each use. If any abnormality is found, do not use it. Use the device for its intended purpose only. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use a damaged cannula or reducer. Damaged cannulae and reducers may abrade the instrument shaft and generate particles that may fall inside the patient.